Event description:
The physician intended to use an endeavor resolute (rx) drug eluting stent to treat a moderately calcified lesion with 90% stenosis in a severely tortuous lcx vessel. The device was inspected before use and prepped as per IFU with no issues noted. During the surgery, the lesion was pre-dilated and 70% stenosis remaining after pre-dilatation. It was reported that the stent became deformed during attempted use and it was removed from the patient. The physician changed to a new device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. The 1st and 13th distal segments were deformed with a number of struts raised. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation codes: results inherent risk of procedure - (stent deformation) patient¿s condition affected effectiveness of device (lesion morphology - moderately calcified and severely tortuous lesion with 70-90 % stenosis) deformation problem (stent) evaluation codes: conclusions known inherent risk of a procedure (stent deformation) device failure related to patient condition (lesion morphology - moderately calcified and severely tortuous lesion with 70-90 % stenosis). (B)(4).